Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a calcified lesion in the left anterior descending (lad) artery at the bifurcation of the circumflex (cx) artery. Four treatments were performed on low speed for 15 to 20 seconds each. During the last treatment, a small perforation of the lad occurred. Pericardiocentesis was performed and a covered stent and a drug eluting stent were placed to successfully treat the perforation. Following the procedure, the patient was in stable condition.